Manufacturer narrative:
Initial information for this complaint was filed under report # e2001015 via asr on 04/30/2003. A supplemental report for this event was inadvertently filed under report # 1219930-2018-01686 containing updated UDI information only. Based on recent discussion with the FDA, a request was made to file the information on an individual 3500a to align with the report number submitted on the supplemental report. Other relevant device(s) are: product ID: 030414, serial/lot #: unk. Investigation summary: an instrument was received with a straight 60-3.5mm sulu. The sulu was fully fired and a partial test firing was received. Visual inspection noted the sulu interlock feature had been cut out. A root cause determination of the reported condition could not be made as the sulu was received fully fired, the sulu has been altered, and the details of the previous investigation were not available. If information is provided in the future, a supplemental report will be issued.

Event description:
On the way of firing, the handle stuck in the middle.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.